Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the set was sealed by the packaging machine. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Awareness has been communicated between the machine operators. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had cracked tubing. There was no patient involvement. No additional information is available.